Event description:
It was reported that the patient complained about developing a blood clot after the device was implanted, which was determined to be a left subclavian partially occlusive venous clot that appeared 1-2 weeks post implant. The patient is currently being treated with anti-coagulation medication and there has been no surgical revision done. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 implantable pacing lead, (B)(6) 2014. (B)(4).